Event description:
This medwatch is to report one of twelve cases of fusarium keratitis associated with the use of renu contact lens disinfection solution. The cases were reported in a retrospective study published by jason gorshak, et al in the journal "cornea", december 2007, volume 26, pages 1187 - 1194. The study reviewed all cases with culture-proven corneal ulceration secondary to fusarium at two eye centers. Fifteen cases of fusarium keratitis were reported at the two centers from january 2005 through may 2006. There were a total of 6 cases reported in the previous 30 mos. A reprint of the study is attached. All cases of fusarium were confirmed by culture of corneal scrapings, lens case, contact lens or corneal button. Twelve of the 15 pts wore a brand of acuvue contact lenses. Eight of the 12 wore acuvue 2 brand. Two pts wore acuvue but were unsure of the type; these are identified in the study only as "acuvue". One pt wore acuvue bifocal and on pt used acuvue oasys. The participants were questioned on their lens care practices including rub and rinse practice, lens case cleaning and replacement intervals and age of their solution bottles. The results of the study found that the data suggested "a statistically significant association between fusarium keratitis and the use of renu contact lens solution." The study also notes, "our analysis did not find an association between fusarium keratitis and acuvue cl wear". Pt 8 is with no recent ocular trauma and no recent travel to a tropical climate. Onset of symptoms was 2006. The pt wore acuvue 2 brand contact lenses. The pt reportedly did not sleep in lenses. The pt reportedly used renu moisture loc cl solution and rinsed the contact lens case with tap water. The pt was treated with topical moxifloxacin prior to diagnosis. Following diagnoses of fusarium keratitis, the pt was treated with topical voriconazole 1% and oral voriconazole. The pt rec'd a corneal transplant and cataract extraction with intraocular lens implantation. No add'l info is available. All MDR events are reviewed at quarterly mgmt review meetings. Cornea, vol 26, no. 10, december 2007 published by lippincott williams & wilkins "an outbreak of fusarium keratitis associated with contact lens used in the northeastern united states".

Manufacturer narrative:
No conclusion can be drawn.